Event description:
Additional info: the pt was pouring fluid from abodmen, and was infected from leakage. It appeared that the catheter was picked up with toothed forceps or snagged on a catheter passer.

Event description:
The product was implanted in 2001 and revised 2 months later due to cerebro spinal fluid leakage around peritoneal incision. There were holes in the catheter.